Manufacturer narrative:
Date of event is estimated the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had discomfort at ipg implant sites. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the discomfort at ipg site.